Manufacturer narrative:
Correction to g3: aware date of supplemental medwatch #1. Aware date should have been listed as 26jul2024.

Event description:
Healthcare professional reported right side "hardness to the touch, pain, implant sitting higher than normal, breast asymmetry, and discomfort." Healthcare professional additionally confirmed capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side "hardness to the touch, pain, implant sitting higher than normal, breast asymmetry, and discomfort." Healthcare professional additionally confirmed capsular contracture, baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ malposition: unable to observe as it is not related to the device. ¿ as per the investigation procedure, creases and deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "hardness to the touch, pain, implant sitting higher than normal, breast asymmetry, and discomfort." Healthcare professional additionally confirmed capsular contracture baker grade IV. Device has been explanted.